Event description:
Pt took a blood glucose test on the suspect device and obtained a reading of 150mg/dl. Pt then administered 30 units of nph insulin for the am meds. About one hour later pt was short of breath and felt dizzy and was starting to pass out. Pt's child took pt to the emergency room. Pt's blood glucose was 19mg/dl on a hospital device. Pt was treated with an intravenous solution containing 50% glucose.